Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a 19 mm st. Jude medical (sjm) trifecta valve was implanted in the aortic position. On (B)(6) 2021, the valve was explanted due to severe aortic regurgitation. Upon inspection after the valve was explanted, it was observed that the cusp had detached from the stent post. The valve was replaced with a 19 mm non-abbott valve. The patient recovered well post-procedure and was discharged. There were no further adverse events reported. No additional information was provided.

Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of aortic regurgitation, explant of the valve, and a leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one video of the valve was received for analysis. Based solely on the aforementioned media, the device appeared to have a tear at one stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.